Manufacturer narrative:
A ge representative evaluated the system and replaced the circuit breaker. System operates as intended. The exact manufacture date of this system was not available. This MDR is related to ge healthcare complaint.

Event description:
Customer reported a defective circuit breaker. No patient injury was reported.